Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured at 12atm upon first inflation. The balloon was then simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient condition was good post procedure.